Event description:
It was reported that stent damage occurred. Vascular access was obtained via the radial artery. The 2.5x28mm, concentric, de novo target lesion containing a >45 and <90 degrees bend was located in the severely tortuous and severely calcified right coronary artery. A 2.50 x 28 synergy drug-eluting stent was advanced for treatment. However, during procedure, it was noted that the stent could not cross the lesion and when removed, the tip of the stent itself was found to be deformed. The procedure was completed with another of the same device. There were no patient complications reported and the patient was stable.